Manufacturer narrative:
Device passed the displacement test and active current measurement. However, device failed the sleep current measurement due to moisture ingress on the electronic battery assembly. Device was received with a cracked case, and missing display window cover.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got turned off twice. The customer's blood glucose level was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery cap was not loose, cracked or damaged. Customer stated the battery was not previously used. The insulin pump will be returned for analysis.